Event description:
In late 2008, the lay pt contacted lifescan (lfs) alleging that his one touch ultralink meter display was cracked. The pt was unable/unwilling to answer whether the meter received trauma. There was no allegation of injury due to the issue. The complaint is reported due to the alleged cracked display.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.